Event description:
The customer reported bellavista1000e having alarm 400 - "inspiration valve or device leaky after switching on. The customer confirmed that the bellavista was never connected to the patient, due to persistent alarm 400 after start-up test. They used other ventilator at the beginning of ventilation. Furthermore, there was no patient involvement associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for investigation. The root cause was determined due to user fault. The o2 cell and sinter filter was removed and reinstalled and then error 400 disappeared. Customer restarted the unit 10 times without issues.